Manufacturer narrative:
The tech found the brake caster was broken. The tech replaced the brake caster to resolve the issue.

Event description:
Tech alleged that the head end left brake caster was not braking properly, brake caster would not hold. No injury reported.